Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that while testing the external pulse generator (epg) the biomedical engineer found that the rate was out of specification. The status of the device is unknown. There was no patient involvement.